Event description:
My zinc levels in my blood were elevated due to daily use of fixodent. Diagnosed with neuropathy, (which is permanent) experiencing numbness and tingling in my extremities. Dose or amount: denture creme, frequency: daily, route: oral. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.